Event description:
It was reported that the patient presented in clinic for Aveir leadless pacemaker (LP) implant procedure. It was noted that the first LP failed to be implanted due to tissue stuck in the helix. An alternate LP was attempted to be implanted, which was observed to dislodge to the pulmonary artery after release. The LP was retrieved, and it was elected to abandon the implant of the right ventricular LP on (b)(6) 2026. The patient was stable.